Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose (bg) reading was "high¿ on the pump. Elevated bg was addressed by manual insulin therapy. Customer changed pump supplies to address occlusion alarms, and resumed insulin delivery.